Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked case at the display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, she was working out and the insulin pump alarmed button error. Customer's blood glucose was 110 mg/dl. Customer didn't recall any other significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.